Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The coil was not returned as it was implanted, however the associated microcatheter was returned which was noted to be slightly damaged to the distal tip and blocked with dried blood, which are both contributory factors to the reported event. An assignable cause of procedural factors will be assigned to the reported event of main coil migration, coil in catheter friction and device interaction with another device, as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user. H3 other text : the device is not available to the manufacturer, as device is implanted in patient.

Event description:
It was reported that pre-operative endovascular tumor embolization for the middle meningeal artery procedure was performed before brain tumor resection. During the endovascular embolization procedure, three branched blood vessels were embolized in the middle meningeal artery by using embosphere (embolic material) and four coils. During endovascular coil embolization procedure, while advancement of the subject coil into the distal portion of the microcatheter, resistance was noted. After placement of the subject coil at the embolic site, the subject coil was detached and detachment was also confirmed under fluoroscopy. While removal of the coil delivery wire post detachment, subject proximal portion of the subject coil was pulled back with the delivery wire into the microcatheter. Coil delivery wire was removed but coil was still attached to the microcatheter. Four attempts are made to placed the subject coil from microcatheter to the embolic site using guidewire and the procedure was completed successfully.

Event description:
It was reported that pre-operative endovascular tumor embolization for the middle meningeal artery procedure was performed before brain tumor resection. During the endovascular embolization procedure, three branched blood vessels were embolized in the middle meningeal artery by using embosphere (embolic material) and four coils. During endovascular coil embolization procedure, while advancement of the subject coil into the distal portion of the microcatheter, resistance was noted. After placement of the subject coil at the embolic site, the subject coil was detached and detachment was also confirmed under fluoroscopy. While removal of the coil delivery wire post detachment, subject proximal portion of the subject coil was pulled back with the delivery wire into the microcatheter. Coil delivery wire was removed but coil was still attached to the microcatheter. Four attempts are made to placed the subject coil from microcatheter to the embolic site using guidewire and the procedure was completed successfully.